Event description:
Additional information received reported that the manufacturer representatives did not have any information on this patient. They talked to the implanting physician, who informed them that the patient was no longer being seen at that clinic. It appeared that the device was explanted at another clinic, and the manufacturer was not notified of the procedure.

Event description:
It was reported that the patient's implantable neurostimulator (ins) was explanted due to the inability to charge it. The caller did not know why the patient was unable to charge the ins. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3888-45, lot # v128974, implanted: (B)(6) 2008, explanted: unknown; lead model 3888-45, lot # v098095, implanted: (B)(6) 2008, explanted: unknown; lead model 3888-45, lot # v128974, implanted: (B)(6) 2008, explanted: unknown; lead model 3888-45, lot # v134083, implanted: (B)(6) 2008, explanted: unknown; extension model 37082-40, serial # (B)(4), implanted: (B)(6) 2008, explanted: unknown; extension model 37082-40, serial # (B)(4), implanted: (B)(6) 2008, explanted: unknown; programmer model 37743, serial # (B)(4), accessory model 37752, serial # (B)(4).

Event description:
Additional information received reported that the patient had experienced difficulty recharging with her previous two neurostimulators (see MFR. Rep. #s 3004209178-2009-02640 and 3004209178-2009-08964). The patient's third ins was placed in a different location, but some time later it slid all the way down to the location of the previous two and the patient began to experience a shocking sensation. The patient's hcp removed the ins and all the components because of the shocking.

Manufacturer narrative:
(B)(4)